Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Event description:
An apheresis procedure was performed on a pediatric pt. She was under (B)(6), therefore, a blood prime was performed. The pt was attached once the collection set was loaded and primed with saline and the blood prime was completed. The procedure started with no complication. However, as the cells began to be pushed up through to the collection bag, a leak became evident somewhere on the line. The customer reported that fluid was 'mistling' into the air. The machine was stopped and the run aborted. There was no obvious split in the line on visual inspection. There was also a split in the blood warmer giving set when the line was primed prior to being connected to the pt. The line was replaced and no further problems were encountered with the blood warmer. Caridianbct is awaiting the return of the disposable. The customer mentioned medical intervention, but no further info is available at this time. This report is being filed due to medical intervention.